Event description:
It was reported that the tube of the transfer set was fractured. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An evaluation of the actual sample was completed. The visual inspection found that the sample was damaged at the light blue mainbody. The device passed the functional testing: leak testing, clamp function testing and clear passage testing. The reported event was verified through the sample evaluation; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).